Event description:
It has been reported to philips that the footswitch was defective. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the wireless connection between the base station and the wireless footswitch is lost. When the base station or footswitch is in error mode, it blocks x-ray switching functions by means of the wireless footswitch. The philips engineer reset the wireless footswitch by replacing the wfs base station, wireless footswitch, and wfs battery. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as an emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Philips has attempted to obtain patient information. However, the customer has not provided the requested information. The correction has been implemented at the customer and the system was returned to use in good working order. These codes were updated based on investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.